Manufacturer narrative:
Reference record: (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2017, patient was hospitalized for inflamed stoma that started 6 months ago. An endoscopy revealed the inner fixation plate was dislocated outwards and it was on the abdominal wall due to unknown reason. Patient was treated with unspecified antibiotics. The peg/j tubing was removed and was substituted with a gastric tube. On (B)(6) 2017 duodopa was paused and the patient was started on oral medication. Placement of a new peg-j tubing system has been planned.